Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have the main tube broken at the proximal and distal end. A piece measuring proximately 0.187¿ x 0.273¿ was not returned with the instrument. As a result, the proximal clevis is dislodged, along with the rest of the distal tip subassembly. Additional observations not reported by site: the instrument was found to have broken hypo tubes at the proximal end. The instrument was found to have a broken flush tube and various scratch marks with light material removed on the main tube. The scratch marks were 0.096¿ - 0.285 in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis (fa) investigation was completed on 04-apr-2023 and the following information was obtained: this RMA was transferred to the engineering team for further investigation and the initial fa findings were confirmed. It was also confirmed that the main tube was broken at the distal end causing the proximal clevis to be dislodged. The root cause of this failure is attributed to the user. A closer look was taken at the damage on the proximal end, and it was observed that that the hypo tubes and flush tube appear to be cut rather than broken.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the cadiere forceps instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and fragments fell inside the patient during a da vinci assisted procedure. The fragments were retrieved during the same procedure. At this time, it is unknown what caused the instrument breakage to occur. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the cadiere forceps instrument was broken and a fragment fell inside the patient's anatomy. The fragment was removed during the same procedure and the procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was unclamped after use of the emergency key and removed after undocking by widening the trocar entry point. A piece of plastic and metal remaining inside the patient could then be recovered using forceps. Postoperative examinations such as x-rays or ultrasound scans were not initiated to search for any additional fragments and the patient did not return to the hospital due to postoperative complications related to the retention of a foreign body. The reporter indicated that the patient underwent an unnecessary widening of the trocar incision, but otherwise, no additional injuries. The surgery was completed with the remaining instruments and was delayed by about 20 minutes due to recovering instruments/parts, flushing, and the trocar cut extension.